Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported a temperature alarm occurred while the pump was being charged. The pump was not exposed to abnormal temperature conditions. Additionally, a malfunction alarm occurred. Customer's blood glucose level was 216 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.